Event description:
During left total knee replacement, surgeon used platelet rich plasma sprayed onto surgical field to facilitate healing. The tip from the sprayer came off the syringe apparatus and fell into the surgical wound. Not identified as a retained foreign body at the time. Subsequent radiographs identified the foreign body in the pt. Pt informed and had no complaints of pain at that time. Pt later presented to the emergency department on (B)(6) 2012 complaining of pain in knee. Decision to remove foreign body made by surgeon. Surgery to remove foreign body necessitated replacement of tibial poly insert due to wear from retained foreign body.